Event description:
It was reported that patient had gradually increase of muscle tone and spasticity. Symptoms led to replacement of abdominal drain and to increase dose to 234ug/ml (original dose was 100 ug/ml) in (B)(6) 2012. There was a disconnection of the spinal and abdominal drain due to a disconnection between abdominal drain and metal connector. Catheter access port (cap) test was performed before operation and it was not possible to aspirate liquid. Catheter was replaced. Revision of abdominal pocket was performed on the day of the event. After disconnection of the pump, there was a spontaneous flow of liquid out of the drain. Aspiration of liquid was not a problem. A new pump was implanted. Patient had "good relief" of spasms and "high" muscle tone after operation. Dose was changed to 100 ug/ml. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the catheter revision that occurred in (B)(6) 2012 reported previously has been reported in MFR report # 30075 66237-2012-02735. In regards to the explant of this pump in (B)(6) 2012, it was clarified that the reason for this revision was the disconnection of the spinal (distal) and abdominal (proximal) drain (catheter) due to a disconnection between the metal connector and the abdominal drain. Because of this disconnection, the abdominal drain (proximal catheter) was replaced. It was added that during surgery, the pump was taken out of the pocket in order to properly connect the drain; the catheter connection was also checked. A rotor test was not performed; no volume discrepancies were noted during refills.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc; lot#: 0205618555, implanted: (B)(6) 2012, explanted: (B)(6) 2012; catheter model #: 8731sc, lot#: 0205618554, implanted: (B)(6) 2012, explanted: unk. (B)(4). Only the pump was returned to the manufacturer. Analysis of the pump revealed no anomaly; normal device function.